Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) spoke to the customer via telephone and customer advised that they had replaced tubing to probe wipe fitting 2 to resolve the issue. Fse did not go to the customer's site for this event.

Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). The customer described the leak as diluent from the probe on the analyzer. The volume was less than 20 microliters and occurred upon startup. The customer replaced the tubing to probe wipe fitting 2 to resolve the issue. The operator was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.